Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to unlock on the lcd keypad connector however, the buttons responded properly after locking lcd keypad connector. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify excessive no delivery alarm due to button keypad anomaly. The insulin pump had cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 383 mg/dl. Customer reported of not being able to clear alarm due to buttons not responding. Call was disconnected. Customer called back and reported that no delivery issue was resolved with reservoir change. Customer was advised that insulin pump was being replaced due to keypad anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.